Manufacturer narrative:
The incident occurred on sept 17th, 2023, due to a lack of information from the customer; this was submitted late in nov 2023. Based on the investigation completed by service team, after taking scans, some of the images were missing. The system was unable to boot up and come online. The service team found out the problem was with low battery voltage and installed new batteries in the system. System was tested to run functionally and passed calibration and qa scans.

Event description:
The customer reported that after taking scans, some of the images were missing. They needed to rescan the patients.